Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm was damaged, and the device was out of calibration at the 0 reading. The motor and reciprocating arm were replaced and the device was recalibrated properly. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a device malfunction. Due diligence was completed and no additional information is available. Upon evaluation, it was found that the motor speeds were unstable. No adverse events were reported as a result of this malfunction.